Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was displaying the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2012 at 6:45pm. As part of the patient's diabetes regimen, the mother claimed the patient is on pills with diet/exercise. The mother indicated no action was taken regarding the patient's diabetes regimen due to the alleged issue. At an unspecified date/time, the mother indicated the patient was sweating after the alleged issue began. In spite of the patient's alleged symptom, the mother indicated the patient did not seek medical treatment. At the time of troubleshooting, the mother informed the cca that the patient was a first time user of the subject meter, the correct test strips were used, there was no misused of the meter, and the alleged error message did not occur after the power button was pressed. The alleged error message was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.